Event description:
During deployment of the bravo capsule to the intended location following manufactures guidelines for deployment, the capsule migrated from the intended location and landed at the vallecula with significant concerns of aspiration. The provider was able to retrieve the capsule with forceps and did have to use a separate bravo capsule device again to finish the procedure. This was of significant concern as the capsule did not adhere to the esophagus as expected and was at great potential for the patient to aspirate.